Event description:
It was reported to boston scientific corp that a jagwire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009 (the pt is over 18 years of age). According to the complainant, the physician was loading the jagwire into a non-bsc tome and had difficulty advancing it. The physician removed the jagwire and tried to use another jagwire, but faced the same difficulty and this second jagwire could not be removed from the tome. This occurred outside the pt and the procedure was completed with another of the same device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as "ok." This event has been deemed a reportable event based on the investigation results for the second jagwire; ptfe coating peeling.

Manufacturer narrative:
These codes were selected by the manufacturer based upon info obtained from the user facility and do not reflect the condition of the device following the device investigation. The visual inspection during analysis reveals the wire still attached to the olympus tome. The wire could not be removed from the olympus tome after being hydrated with saline. It can be seen through the irrigation hub of the olympus tome that the ptfe jacket is torn. After dissection of the olympus tome irrigation hub, the guidewire's torn and sliced ptfe jacket is noted exposing the corewire. The condition of the returned incident device was consistent with the customer's complaint for the difficulty in advancing the guidewire through the olympus tome. The most probable cause of failure based on the analysis performed is attributed to "caused by other device." A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).